Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted stylus confirmed the diameter .89mm - 300 series weld wire that is used to pin the gp- stylus top knob (2178-02-244) to the gp-stylus spindle (2178-02-240) failed at the intersection of the spindle and the knob. A previous investigation was conducted by depuy sqe and the supplier for this failure. The previous investigation noted due to the existence of the weld wire across the shaft and the condition of the instrument, excessive use of the instrument is suspected. The root cause is being attributed to device wear from normal use and servicing. A search of the warsaw and leeds complaint databases did not reveal any trend of this type failure. Based on the determination of device wear from normal use and servicing and the low frequency of reports for this failure, no corrective action is being pursued at this time. Monitor future reports through sep-(B)(4). Monitor future reports through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stylist threaded screw part is broken.